Event description:
There was an external blood leak on the venous side. There was no pt injury or medical intervention.

Manufacturer narrative:
The affected bloodline was discarded by the clinic and, therefore, was not available for examination. We are unable to precisely determine the cause of this complaint without examination of the affected product. However, on feb. 28, 1997, the MFR received two defective samples from another complaint for a similar complaint. Examination of the linesets revealed an uneven weld of the retainers on the back of the cartridge. A review of the lot number showed three other blood leak complaints (3 units) reported. The total of four reported complaints does not indicate positive trending. The hazard to patient safety due to blood loss is directly related to the volume of the blood lost and the patient's clinical status. The loss of blood from the extracorporeal circuit (bloodlines and dialyzer) poses a minimal risk to patient safety. Corrective action: the MFR implemented corrective action in the form of two set up changes to the ultrasonic welding equipment, beginning with lot number 71551n (eco # nn1445). 1. The shape of the ultrasonic welding horn was changed to enable outside centering of the retainer and elimination of the center pin. 2. Reduced triger and weld force; increased weld time to allow more time for melt flow to improve bonding. Conclusion: there was no patient injury or allegation of injury. No medical action was taken to correct for lost blood experienced by the patient. The patient has experienced no significant effects from this incident. Corrective action has been implemented and the MFR will continue to monitor such defects if they occur.